Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Patient was brought in the clinic for assessment, low pacing output was noted on the implantable cardiac defibrillator. No intervention was performed. The patient was in stable condition and would be monitored remotely.